Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump experienced an issue with intermittent power. There was no allegation the alleged issue caused or contributed to an adverse physical event. Animas customer support made several attempts to contact the reporter for additional information; no further information is available at the time of this report. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.